Manufacturer narrative:
The device was returned and the evaluation found that there were no abnormalities in the external appearance; however, the power supply did not turn on. The power cable was replaced and unit was attempted to be restarted, but did not turn on. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the monitor did not power on. If the monitor was powered on by the trolley and the centralized power of the trolley was turned on, the monitor would turn on for a moment but then would power off immediately. The issue occurred during preparation for use for a diagnostic upper gastrointestinal examination. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reproduction was confirmed, and manufacturer's analysis confirmed the failure of the power supply board. The problem was considered to have occurred due to a board failure of the power supply board (switching regulator). The cause of the board failure was a mounting defect during manufacture by the power supply manufacturer. Olympus will continue to monitor field performance for this device.